Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the CPR stat padz would not adhere to the patient's skin. Complainant indicated that the clinician obtained another sets of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2011-00975, 1220908-2011-00978 and 1220908-2011-00981 for similar events reported by the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.